Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. An interrogation review noted that the impedance increase occurred at the same time as noise episodes. Isometrics were performed and the noise was not reproducible. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).